Event description:
It was reported that insufficient ice occurred. A visual-ice cryoablation system was selected for a cryoablation procedure to treat a renal tumor. During the second freeze, however, the console did not freeze properly. The case was not able to be completed, and there were no patient complications as a result of the event.